Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that he had unexplained high blood glucose for three days, and was hospitalized due to high blood glucose. Customer stated that he was unable to bring down the high blood glucose, so he drove himself to the emergency room. Troubleshooting was performed, and the insulin pump appears to be programmed correctly. Nothing further was reported.